Event description:
The manufacturer received information from a third party service center alleging a ventilator inoperative condition occurred, the flow sensor was damaged and the internal battery was not charging. There was no harm or injury reported. The device's blower motor was replaced to address the ventilator inoperative condition. The flow sensor assembly was replaced to address the damage to the flow sensor. The internal battery was replaced to address the internal battery charging issue.